Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen during setup on the liberty cycler. The patient explained that the outlet was working and the cycler was plugged into a power strip. The ok and stop key lights were on, however rebooting the cycler did not restore the display. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. An alternative treatment option is available. There was no patient harm or adverse event, and no medical intervention was required. Attempts have been made to gather additional information, but fresenius has not received any further details regarding the reported event. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.